Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown orthopedic procedure using with a femoral recon nail (frn) on (B)(6) 2019, while drilling through the proximal recon hole in the frn, the stepped drill bit broke off and was left in the patient's femoral head. The remaining portion of the drill bit was removed and then an unknown cannulated screw had to be placed outside the nail into the head of the femur. The procedure was successfully completed with twenty (20) minutes surgical delay. Patient status was unknown. Concomitant device reported: unknown nail (part #: unknown, lot #: unknown, quantity: unknown), unknown cannulated screw (part #: unknown, lot #: unknown, quantity: unknown). This is 2 of 2 for report (B)(4).